Manufacturer narrative:
It was reported that a revision surgery was performed due to wear and migration of the liner. When the surgeon was inserting the new liner, he hit is so hard that the bicon cup broke through the acetabulum. As a result the stem loosened and a revision of cup, ball head and stem had to be performed. The devices used in treatment were no returned for evaluation. A medical assessment was performed. There was only an x-ray, showing the hip system prior to the surgery, provided. Therefore, no assessment could be performed regarding the intraoperative issue. No surgical reports were provided. According to the bicon plus surgical technique (01172-en v4 (2179) ed. 05/18) the liner can be seated with gently pushes. The IFU states that bone fractures can occur in some cases (lit. No. 12.23 ed. 05/16). The risk of hitting the cup so that a anatomical perforation occurs is not covered by the risk management file, but will be integrated. Without any information regarding the part numbers or sizes of the components no comment about the compatibility of the parts can be made. A batch record review and a complaint history review could not be performed as no part nor batch number were communicated. Without supporting medical documentation the failure mode cannot be confirmed. The root cause also stays undetermined due to insufficient information. To date, the need for further actions is not given. Smith and nephew will monitor these devices for similar issues. If further details become available this complaint will be reassessed.

Event description:
It was reported a revision surgery was performed. Originally, the reason for the revision was to replace the liner due to wear/migration. When the liner did not fit, surgeon hit the liner so hard in the bicon cup that the backside of the acetabulum broke out. Therefore, they have to revise the hole acetabulum (head and cup) and the procedure was delayed for over 2 hours. Additionally, the stem has also broken out during surgery. Thus, liner, stem, head and cup were exchanged. All of them are s+n but only bicon cup and sl plus with family identified.